Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to go past the fill tubing step of the load process. Reportedly, the cartridge was filled with 150 units of insulin. Blood glucose level was in the 600's (mg/dl). Although requested by tandem technical support, the customer declined to provide information.